Event description:
The complaint alleges that a person was harmed due to a loosened bar on the wall bucky.

Manufacturer narrative:
When investigation is completed a f/u report will be sent to the FDA. (B)(4).